Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening and delamination in the plug strap disk shell . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the posterior, opening striated in the posterior and delamination in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior side assessed as to an unidentified (tear) opening. A striated opening in the posterior side assessed as surgical damage. Delamination of the plug strap assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.